Event description:
The initial reporter stated they received questionable calcium gen.2 and total protein gen.2 assay results for one patient's sample tested on the cobas 8000 cobas c 502 module. Calcium gen.2 the initial result was 7.7 mg/dl with a data flag. The repeat result was 9.7 mg/dl. Total protein gen.2 the initial result was 4.9 g/dl with a data flag. The repeat result was 7.2 g/dl. The initial results were deemed low and were questioned by the doctor, prompting the rerun.

Manufacturer narrative:
The reagent lot numbers are: calcium gen.2 - 92646101 (expiration date: 28-feb-2027). Total protein gen.2 - 91836001 (expiration date: 31-jan-2027). The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc showed results outside the 2-standard deviation range. The alarm trace had "sample pipetter adjustment failure and sample probe up/down" alarms. The customer replaced and adjusted the sample probe. The field service engineer inspected the module and did not find the exact cause of the event. He rechecked and readjusted the sample probe, gear pump pressure, and water levels; tightened the screw securing the sample syringe plunger; corrected the screw; and inspected the syringe seals. He verified the module's performance with successful air purges, mechanical checks, precision checks, calibrations, and qs. The customer has not reported any other issues after the service. The customer has not reported any other issues after the service.